Event description:
It was reported that during an exam they had artifacts on several images resulting in these images being repeated. The field engineer adjusted the processing parameters and recalibrated the system. There were no serious injuries to the patient.